Event description:
The reporter stated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens in 2006. Approx 2 months later due to inadequate vault, the lens was removed. Pt's post-op best corrected visual acuity 20/20.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.